Event description:
It was reported that this right ventricular (rv) lead had only been implanted about a year when triggering an alert for out of range shock impedances greater than 125 ohms. Review of all other lead values showed no other changes. Recommend monitoring at this time and changing the alert value to 150 ohms. The lead remains in-service. No adverse patient effects were reported.